Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. There was a residual thrombus on the completion venogram, and the patient also developed mrsa bacteremia, treated with vancomycin and zosyn. Eventually, two days later, the patient underwent lower extremity venous thrombectomy and thrombolysis, balloon angioplasty of the ivc, left common iliac vein, left external iliac vein, left common femoral and superficial femoral veins. Subsequently, CT performed on the next day revealed pe in the upper and lower lobe arteries and in the right upper and lower lobe pulmonary arteries and filter migration to the intrahepatic level of the ivc. The filter was horizontally tilted and one leg was demonstrated outside the cava. Approximately, fifteen days later, CT revealed persistent infiltrate in the right upper lobe, consistent with pneumonia, hemorrhage or pulmonary infarct. A cta-chest done on the same day showed some thrombus in the upper lobe branch of the right pulmonary artery, which was present previously. The thrombus in the left upper lobe pulmonary artery branch was no longer evident. There was residual thrombus in the lower lobe branches of the left pulmonary artery. Few days later patient was evaluated for filter removal, but it proved impossible to eliminate the entire thrombus from the inferior vena cava filter. Therefore, it was decided not to remove the inferior vena cava filter and to leave the filter most likely permanently. Subsequently, two days later, CT revealed interval improvement with minimal infiltrate in the right upper lobe. Approximately, twenty days later, CT revealed pulmonary emboli were noted in the right and left middle and lower lobe segmental and sub segmental pulmonary arteries and the ivc filter was noted in the same position. Two days later, chest x-ray revealed the ivc migrated superiorly close to the cardiac border. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc and filter migration. However, the investigation is inconclusive for retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2017), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated superiorly, perforated the ivc. The device has not been removed after an attempted but unsuccessful removal procedure. The patient reportedly experienced pulmonary embolism and intravascular mrsa thrombus with infection; however, the current status of the patient is unknown.